Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Please explain: was the contributing factor for the positive results due to interaction of 2 products or the skin cleaning alone? Was the case discussed in this article previously reported to ethicon? A. If yes, please provide a complaint reference number. Provide product code and lot of dermabond product used. Can specific patient demographics be provided for the subject of this article (initials/ID; age or date of birth)? Was dermabond used on this patient during a previous surgery? Please provide the date of procedure, where procedure was performed, patient pre-existing medical conditions. Update to patient current condition.

Event description:
It was reported in a journal article that the patient underwent a thyroidectomy procedure on unknown date and the topical skin adhesive was used for wound closure. Twenty-four hours after the procedure, the patient has been presented with localized pruritic eczema on the anterior neck region. The patient was treated with antihistamines and corticosteroids. The patch tests were performed and gave negative results. The scratch test for the diagnosis of contact dermatitis was performed and a mixture of the topical skin adhesive and chlorhexidine gave a positive result. Additional information has been requested.